Event description:
It was reported the pump of this inflatable penile prosthesis (ipp) was malfunctioning. During a revision procedure, a hole was found in a cylinder. All components were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that there was a hole on the first cylinder outer tube and kink resistant tubing (krt) consistent with sharp instrument damage. The second cylinder passed visual inspection and leak testing. The pump was visually inspected and underwent leak and functional testing. The pump passed visual inspection and leak testing; however, it did not pass activation testing. Based on the information available and analysis results, the pump activation issue could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported the pump of this inflatable penile prosthesis (ipp) was malfunctioning. During a revision procedure, a hole was found in a cylinder. All components were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Pump information: model number: 72404301, lot number: 1100059743, model/ catalog description: lgx preconnect ms 15cm ps.